Event description:
On 11/19/2025, fujifilm healthcare americas corportation was informed of an event involving eg-600wr v2. It was reported that the loaner scope was sent with faulty suctioning. The customer had poor suction quality and insufflation abilities. The scope had to be switched out mid- procedure. The provider indicated this could potentially cause harm to patients. Due to unknown the patient harm, fujifilm healthcare americas corportation is reporting this event in an abundance of caution. Ref complaint number (B)(4).